Manufacturer narrative:
The pump powered up properly after battery installation, and no blank display was noted. No button error alarms were noted during testing. The pump had unresponsive buttons due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error twice. Customer was able to clear the first button error alarm. The customer was outside next to a pool the day before but had the insulin pump in a plastic bag. Customer's blood glucose level was 128 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.